Event description:
Customer's mother reported that the customer was receiving excessive weak signal alarms and lost sensor alarms. Customer was also receiving high and low alerts when her blood glucose level was not in fact going high or low. Blood glucose level at the time of the call was not provided. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.